Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: prowater. Sheath: 6,8 fr. Other: 6 french im catheter. Stent: jostent graftmater 3.0 x 16 mm. The jostent graftmater 3.0 x 16 mm will be filed under a separate manufacturer report number. The device is not returning. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. A review of the finished product device history record revealed no nonconforming material records associated with this lot, and a query of the complaint handling database revealed no other incidents reported for failure to advance for this lot, suggesting no indication of a lot-specific product quality deficiency. The lesion was totally occluded which likely contributed to the reported difficulties. Cardiac arrest and death are listed as observed or potential adverse events associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects that ultimately lead to the patients death. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. The reported failure to advance appears to be related to operational context and not a lot-specific product quality deficiency; however, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device. This type of reported event will continue to be monitored. During manufacturing, all stent delivery systems are 100% visually inspected for catheter and stent damage. Additionally, a sampling of units is destructively tested to verify product quality, including proper guide wire and guiding catheter movement.

Event description:
It was reported that the patient presented to the hospital with severe chest pain. The patient subsequently required cardiopulmonary resuscitation (CPR) multiple times for bradycardia and asystole in the emergency room. It was decided to emergently bring him to the catheterization suite recognizing that his risk was exceedingly high. The vein to the right coronary artery was found to be totally occluded. Multiple balloon inflations were performed with an unknown 2 mm balloon and an unknown 3 mm balloon. Throughout the procedure, the patient required multiple doses of intracardiac and intracoronary epinephrine as well as peripheral epinephrine infusions. Subsequently, systolic blood pressure of approximately 100 was achieved and angiography then demonstrated evidence of a perforation in the mid portion of the vein graft. There was a prolonged struggle in the advancement of the jostent. This was then placed at the site of perforation and angiography then demonstrated a further distal site of perforation which likely represents extension of the high grade dissection of the vessel. Pericardiocentesis was then performed, CPR was reinitiated multiple times. A second jostent could not be advanced and despite confirming positioning of the pericardial catheter it was unable to be advanced posteriorly and aspiration ability was poor. After prolonged resuscitative efforts it was decided to end the procedure and the patient was pronounced deceased at 19:50pm. No additional information was provided.